Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
The pt underwent surgery with the g3 long nail. When the surgeon confirmed the x-ray because of a fall the pt was x-rayed and it was confirmed that the nail was broken at the lag screw hole. The surgeon removed the broken nail and the pt underwent the revision surgery with plate and screws.